Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there has been a progressive rise in the right ventricular (rv) lead¿s pacing capture threshold. The elevated threshold was noted to have been increasing since the initial value at implant. It was also noted that a possible lead fracture or lead issues have not been ruled out at this time. The rv lead¿s amplitude/pulse with was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.